Event description:
The account alleged that the pt positioning monitor (ppm) was set on the bed and a pt exited the bed and fell, causing a minor abrasion. The account stated, there was no call sent to the nurse's station and the scale had an err3 on the display, but the bed would only do this when it was in the lowest position.

Manufacturer narrative:
The tech found the weigh frame was contacting the motor when the bed is in the lowest position, causing and error code to occur and disabling the bed exit. The facilities mgr stated that the compressor box was hitting the frame of the bed which causes the ppm not to alarm and found this out after the tech left. He stated this is a design issue and should be addressed immediately. The accounts engineer adjusted the compressor box so that it was not coming in contact with the lift arm. He then tested the ppm and it seemed to be working. Hill-rom engineering tested a bed and bent the compressor box to attempt to duplicate the compressor hitting the frame to see if they could set the ppm. The bed went into a fault condition every time by alarming err3. The bed would not allow ppm to be set in any circumstance. If ppm was set and the compressor was hit, the bed exit alarm would sound when the compressor was hit. The facilities engineer was notified of this info and he stated that he could not get the ppm to set either and that he also got an err3 code each time.